Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor failed incoming testing.  The cause for the failure was isolated to contamination inside of the monitor. Contamination was found on c19 and t3 components on the dn pca and components j502, j1005, and k2 on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was not powering on properly.